Event description:
It was reported that the pump was explanted due to infection. The patient was hospitalized prior to pump removal and given antibiotics but ultimately they decided the pump needed to be removed. The pump was delivering dilaudid. Additional information has been requested, but was not available at the time of this report.

Manufacturer narrative:
Catheter model# 8598a serial# (B)(4) implanted: (B)(6) 2012 explanted: unk. (B)(4).